Manufacturer narrative:
Not returned.

Event description:
It was reported that on (B)(6) 2013, the patient underwent surgery and was implanted with xia 3 and mantis implants. The l4 to s2 was fixated by xia 3 and t9-l3 was fixated by mantis. On the right side a titanium rod was used and a vitallium rod was used for the left side. After the surgery it was found that the blocker on the left t9 screw was loosening. It was also found that a vitallium rod was broken. The patient was revised to replace the broken rod. The surgeon is currently monitoring the patient.

Manufacturer narrative:
Method: visual inspection; result: no device identification was possible because the reported device was not returned. No product information was received for the alleged failure. The additional correspondence and the x-ray provide useful information that implicates a possible cause of the rod breakage. The surgeon used the correct instrumentation during final tightening and achieved the recommended torque. However, the rod may not have been sufficiently bent; indicating that the rod may not have been properly seated at every level of the implanted device assembly. The seating of the rod is a significant factor in securing the device properly and effectively. If the rod is not properly seated in the blocker before tightening (i.e. There is space between the rod and the screw-head), the blocker may be tightened to the recommended torque without effectively securing the rod. Post-operative rod movement due to compromised device fixation is implicated as one causal factor in the rod breakage and blocker loosening reported in this complaint. A review of the patient details shows that the patient is male (B)(6) in height and (B)(6) in weight corresponding to a bmi of (B)(6). Based on this bmi the patient is considered overweight, but not obese. Both overweight and obesity are sited as contraindications in the IFU. In the past obesity has been a contributing factor to post-operative failures including breakages and disassembly. This not a comprehensive assessment and ultimately the root cause for the rod breakage is unknown. Conclusion: as the device was not returned for evaluation a definite conclusion cannot be made. However, the rod breakage (catalog # unknown lot # unknown) is confirmed based on the visual evidence in the provided x-rays. A review of the manufacturing records for the reported device was not possible because the lot # of the reported device remains unknown.

Event description:
It was reported that on (B)(6) 013 the patient underwent surgery and was implanted with xia 3 and mantis implants. L4 to s2 was fixated by xia 3 and t9-l3 was fixated by mantis. On the right side a titanium rod was used and a vitallium rod was used for the left side. After the surgery it was found that the blocker on the left t9 screw was loosening. It was also found that a vitallium rod was broken. The patient was revised to replace the broken rod. The surgeon is currently monitoring the patient.